Event description:
It was reported the patient missed a refill appointment and could not reach the place where he gets refilled. The patient was looking for clinics to get a pump refill before his pump runs out on (B)(6) 2014. The patient was waiting to hear back from his healthcare provider (hcp). It was further clarified the alarm date was (B)(6) 2014. It was reported the patient ¿should be filled up or worst case scenario could die.¿ the patient was supposed to get refilled on (B)(6) 2014, did not know it and missed the call from the hcp¿s office. Currently the patient felt a ¿slight bit more spasticity,¿ but not much which ¿probably¿ started last night ((B)(6) 2014). It was noted ¿a lot of times he notices things in the night and it will just kind of kick out flail with no control¿ and it does it with a ¿little more force,¿ however the patient could still move around last night so this time it felt more of a gradual onset, but ¿not all the time does it occur that way¿. The patient did have oral baclofen if needed. The reporter was inquiring on when they should be really concerned regarding a missed refill and when the patient should start taking oral medication if appropriate. It was further reported no alarm occurred and the patient missed an appointment at 1130am and came in on the same day at 1330pm and was refilled without issue. It was noted the patient was not experiencing symptoms. The patient recovered without permanent impairment. The pump was being used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8703w, lot# l52354, implanted: (B)(6) 1998, product type: catheter. (B)(4).